Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: 7033058, UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a spinal cord stimulation (scs) replacement procedure and was doing well postoperatively. The explanted ipg was discarded and will not be returned.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a spinal cord stimulation (scs) replacement procedure and was doing well postoperatively. The explanted ipg was discarded and will not be returned.

Manufacturer narrative:
(B)(4): (B)(6). The returned spinal cord stimulator (scs) paddle/lead was analyzed and visual inspection revealed that the silicone at the paddle/lead tails junction is torn, and two electrodes are missing from the paddle end of the lead. Additionally, all two proximal ends of the paddle lead were not returned. Electrical testing could not be performed due to the severe damage to the lead bodies. It appears that excessive tensile force was exerted onto the lead and resulted in electrode dislodgement and the paddle damage, causing the reported high impedances, pain, and loss of stimulation. With all the available information, boston scientific concludes it appears that excessive tensile force was exerted onto the lead and resulted in electrode dislodgement and the paddle damage, causing the reported high impedances, pain, and loss of stimulation. Therefore, the probable cause selected in cause traced to component failure.